Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with bent infusion set cannulas. The patient's blood glucose had been exceeding 600 mg/dl. The patient treated their high blood glucose with manual insulin injections. Troubleshooting was declined for the high blood glucose. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.